Event description:
It was reported that during routine service, the cardiosave intra-aortic balloon pump (iabp) units display had six lines on it and needed replacement. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information was requested from the customer with regard to the repair and status of the iabp. The customer has denied the service and cancelled the call.. Customer cancelled call.